Event description:
"Final purity was 76% and recovery 43%. The purity was quite low based on their experience with cd34 selection on the isolex 300i. There were no reported errors during the course of the selection procedure. Based on her review of the data, she is unable to determine a reason for the low purity." 1 disposable set and 1 reagent kit affected. Problem noted after use.